Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported event (a gap between acoustic lens and ultrasound probe) was caused by mishandling and wear and damage due to increased use/time. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had air and water leakage and liquid ingress. The reported issue occurred during an internal inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between acoustic lens and ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air and water leakage and liquid ingress due to damage on switch 1 which caused a loss in water tightness. Upon further inspection, it was observed that there was a gap between acoustic lens and ultrasound probe due to wear and tear damage with increased use over time or due to customer mishandling. It was observed that the switch box had a scratch. It was also observed that the electrical connector was discolored due to water leakage. It was observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on distal end. It was also observed that the bending direction was not correct due to looseness of parts on bending tube. Lastly, a wrinkle was observed on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.